Event description:
The customer reported a bad power supply error and pacer not working and charge failure. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.